Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 3 infusion set's leakage on (B)(6) 2024. The infusion set was in use for I day and another for 1 and half day. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 3.